Manufacturer narrative:
Correction: annex b: b21, annex c: c21, annex d: d16. Additional information: device eval by manufacturer? And manufacturer narrative annex a: a0721, annex b: b01, b14, annex c: c0201, annex d: d02, annex g: g0201202. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported that the pump module does not power on when attached to the pcu was replicated during the investigation. The suspect pump module was initially connected to a dchu laboratory testing pcu. The pump module did not performed power on self-test (post) sequence and was not detected by the pcu. The procedure was repeated using the other side iui connector with the same result. The suspect pump module was opened, and the motor controller board was removed. Using a multimeter in continuity test setting, the fuse f1 on the motor controller board was measured and found to be blown (open circuit). The blown fuse was replaced with a known good fuse, and the pump module was reassembled. The suspect pump module was attached to the pcu. The pump module was able to power on, and an infusion was performed at a rate of 999 ml/hr, as noted in the event logs, and was left to infuse for a total of 20 hours. The infusion was completed successfully with no errors or malfunctions observed. After exhaustive testing of the pump module, capacitor c3 on the logic board was found to be working as expected. A review of the suspect pump module error log was performed, and no errors or anomalies were noted on the reported event date. A log review was performed with the limited information contained in the pump module event log. The pump module event log does not contain key press information, volume infused, and programming parameters. On (B)(6) 2025 at 9:25 am an infusion was programmed and started at a rate of 999 ml/hr and volume to be infused (vtbi) of 935.612 ml. The pump module alarmed for check IV set two (2) times and the infusion was restarted. At 9:26 am the pump module alarmed for check IV set and the door was closed, the infusion was restarted. External and internal inspection was performed. No obvious issues were observed during the internal or external inspection that could explain the reported issue. During the inspection incidental findings were noted and are not associated with the reported issue. All inspected parts were manufactured by bd. The bd alaris user manual v12.1.2 states not to use a device with any damage. Send it to biomedical engineering for repair. The devices were in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause that the pump module does not power on is being attributed to a blown fuse f1. The root cause of the device blown fuse was not determined during the investigation. The returned device was fully evaluated, and no issues or anomalies were observed with the suspect pump module during laboratory testing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the pump module does not power on when attached to the pcu using either the left or right inter-unit interface connector. This issue was noticed by staff during setup of the device. There was patient involvement but no harm.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the pump module does not power on when attached to the pcu using either the left or right inter-unit interface connector. This issue was noticed by staff during setup of the device. There was patient involvement but no harm.